Manufacturer narrative:
The customer's softclix device was requested for investigation. The investigation is ongoing.

Event description:
The customer stated there was an issue with a coaguchek softclix lancing device. The specific date of the event is not known, but occurred in (B)(6) 2023. The customer reported that the lancet was correctly fitted within the softclix device, but the lancet did not completely retract. The lancet protruded beyond a correctly fitted end cap of the device.

Manufacturer narrative:
No product was returned for investigation, so further investigations were not possible. The investigation could not identify a product problem. The cause of the event could not be determined.